Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. At a refill on (B)(6) 2015, the healthcare provider was expecting no drug, but the patient still had "an inch" of fluid in the reservoir. There was no code on the patient's personal therapy manager (ptm) in (B)(6) 2015. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.